Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the device broke as the staff was pulling the gallbladder through the incision. The gallbladder stuck then had to be removed with forceps.